Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, a patient experienced cloudiness of the lens. The lens was removed on a secondary surgery 12 1/2 years later. A new lens could not be implanted. Additional information has been requested.

Manufacturer narrative:
The product was not returned. Evaluation of attached photos was provided by global device medical safety - gdms: there are three slit lamp pictures that correspond to the following description: inflamed inferior eyelid margin with moderate conjunctival hyperemia. There are areas of iris atrophy and pupillary border fibrosis as well as iris coloboma from hour 5 to 8. Capsular fibrosis is observed, as well. The intraocular lens (iol) optic surface is covered with heme, pigment, and cell/protein precipitates. Based off of provided images it is difficult to determine, if this is a right or left eye, and which iol model/brand was implanted. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The clinical impact of the described photo observations cannot be determined from a picture assessment. The manufacturer internal reference number is: (B)(4).